Manufacturer narrative:
Medtronic received additional information that changed the event description and devices of this previously reported event. The same valve was loaded twice and implanted. A second system was not used during the procedure. Please reference medwatch #2025587-2025-05178 for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, the device appeared constricted during deployment, initially resembling an infold; however, it was determined to be a cause of severe native calcification, which deflected the valve to the side. The device was then repositioned and recaptured twice before final deployment. Following deployment, severe aortic insufficiency (ai) developed, "attributed to trauma caused by the guidewire." The guidewire was then removed and mechanical and medication resuscitation was initiated due to an unknown reason. Hemodynamics were then stabilized, with normalization of blood pressure, pulse, and skin color. Additionally, an echocardiogram was performed which confirmed the ai and revealed a paravalvular leak in the left sinus, corresponding to a known area of significant calcification. While the access site was being closed, the patient went into shock and ultimately died. Per the physician, the probable cause of death was cardiogenic shock. Additional information was received that during the valve implant, following deployment, the severe aortic insufficiency was clarified to be pre-existing mild ai. Three implant attempts were made and the valve was recaptured tree times. During the implant attempts, the valve remained under expanded due to leaflet calcification and mild paravalvular leak (pvl) was noted. The guidewire used was not a medtronic guidewire. The patient went into shock with no apparent cause and multiple resuscitation maneuvers, cardioversion and pharmacological resuscitation were initiated. Additional information was received that clarified the same valve was loaded twice and implanted. A second system was not used during the procedure.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review; however, fluoroscopic evidence reveals significant calcification in the aortic valve and pre-existing aortic insufficiency. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed prior to the valve implantation attempt. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth was approximately 0 mm and the frame was significantly under expanded in the cusp overlap view. As stated in the device instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. Furthermore, if a valve is under-expanded: remove system, perform pre-dilatation, and implant a new valve with a new delivery catheter system (dcs). The valve was recaptured, and further under expansion was noted with evidence of an infold during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Evidence supports that a new valve was prepped and confirmed a good load. Another pre-implant balloon dilation was performed. The new valve was deployed just prior to the point of no recapture and appeared significantly under expanded with a possible infold. The valve was recaptured and redeployed, and even though was still under expanded, the infold that was noted before was not visible. The under expanded valve was released which prompted a post implant dilatation which visibly expanded the valve frame. Final angiogram showed a well expanded valve with possible mild aortic regurgitation/paravalvular leak. Based on all the information and evidence provided, the most likely cause of the under expansion and infold was the significant calcification in the aortic valve. The persistent under expansion and infolding might have contributed to the cardiogenic shock and subsequent death of the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, the device appeared constricted during deployment, initially resembling an infold; however, it was determined to be a cause of severe native calcification, which deflected the valve to the side. The device was then repositioned and recaptured twice before final deployment. Following deployment, severe aortic insufficiency (ai) developed, "attributed to trauma caused by the guidewire." The guidewire was then removed and mechanical and medication resuscitation was initiated due to an unknown reason. Hemodynamics were then stabilized, with normalization of blood pressure, pulse, and skin color. Additionally, an echocardiogram was performed which confirmed the ai and revealed a paravalvular leak in the left sinus, corresponding to a known area of significant calcification. While the access site was being closed, the patient went into shock and ultimately died. Per the physician, the probable cause of death was cardiogenic shock. Additional information was received that during the valve implant, following deployment, the severe aortic insufficiency was clarified to be pre-existing mild ai. Three implant attempts were made and the valve was recaptured tree times. During the implant attempts, the valve remained under expanded due to leaflet calcification and mild paravalvular leak (pvl) was noted. The guidewire used was not a medtronic guidewire. The patient went into shock with no apparent cause and multiple resuscitation maneuvers, cardioversion and pharmacological resuscitation were initiated.